Event description:
Customer reported that the set has a bulging silicone pump segment. She said it happened when they attached a non-carefusion syringe tubing to the y port below the pump and didn't clamp the pump tubing above the access port. She also reported that a secondary set attached to the y port above the pump "back filled"; it is not known what this description means and no further info is available from the customer. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 08/20/2014. Internal file no: (B)(4). Pt info requested and all available info is included. This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.